Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the device evaluation was completed. A visual inspection was performed which observed damage to the shipping carton and three (3) broken bottles inside of the carton. Functional testing was not performed for this complaint. The reported condition was verified. The cause of the condition was related to a distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of evacuated containers were damaged. It was further reported that all containers were received broken inside the shipping box. There was no patient involvement. No additional information is available.